Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the following to philips "a systole w/f abnormal". The customer's concern is not clear at this time. There was no patient involvement. ECG strips were provided to philips and show 3 very short ECG strips. One shows a tachyarrhythmia at 201 bpm, one shows a tachycardia at 120 bpm and one shows a non-physiologic asystole. As there was no patient involvement reported, the presenting strips are consistent with being generated from a simulator.